Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 585 mg/dl. The customer took correction with insulin pump. The customer's blood glucose was 71 mg/dl after changing set. The customer' blood glucose was 203 mg/dl before dinner and blood glucose was 590 mg/dl after dinner, then blood glucose was 600 mg/dl. The customer also reported that the infusion set cannula was bent. The product was not returned for analysis.